Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 466 mg/dl. Customer was treated with manual injections. Customer also reported that the sensor was defective and changed it which was now working. Customer reported broken belt clip and missing spring. The devices will not be returned for analysis.